Manufacturer narrative:
Batch review performed on 19 february 2020: lot 155687: (B)(4) items manufactured and released on 04-apr-2016. Expiration date: 2021-03-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2016. Clinical evaluation performed by medacta medical affairs director: shortly after revision of the femoral head due to stem subsidence barely 1 year postoperatively, the patient reported persistent pain. Images provided show the presence of a loosened stem. No information concerning patient general health status and activity level is available. Aseptic loosening is a possible literature described adverse event and causes are often unknown. The reason of this event cannot be determined.

Event description:
Revision surgery after 2 years and 9 months from the primary due to mid -distal loosening of the hip stem. The surgeon revised the stem.